Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both right atrial and right ventricular (rv) leads were capped and replaced on (B)(6) 2016. The patient bumped into something and the rv lead exhibited performance issue. The whole system was moved to the right side. No further information was available.